Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown dexcom device not working when inserted occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. In addition, loss of connection was found in connection to the reported allegation. The reported event of an unknown dexcom device not working when inserted is reportable based on the findings of a loss of connection. No injury or medical intervention was reported.